Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-19 information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they had not adjusted their therapy for several months. The patient said that they were seeing a message 'the system is operating at maximum settings therapy cannot be increased'. The patient confirmed no falls or accidents, but they were going to the gym. The patient changed the program to 5 but were still getting the message after increasing the amplitude. The agent reviewed and redirected the patient to their healthcare provider. On (B)(6) 2026 additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the max settings message was due to a device malfunction. The device was replaced to resolve the issue.